Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708360, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep)  regarding an implantable neurostimulator (ins). The reason for call was that the patient lost a ton of weight and could now feel the neurostimulators rubbing against their ribcage causing a loss of sleep. The healthcare provider (hcp) wanted to move the implant to the back of the patient's flank. The procedure was supposed to be super quick, but when the healthcare plan disconnected the extensions from the device, the silicone piece snapped. The hcp decided to use a silicone catheter piece from the hospital to insulate the broken extension, bury it, and abandon it; that one port won't be used, the other side will still be used. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the piece snapping was that it pulled apart when the surgeon tried to remove it from the implantable neurostimulator (ins). It was stated that the issue was resolved, however only half of the patient's lead is now functioning due to the broken extension.